Event description:
It was reported that a shaft break had occurred. A percutaneous coronary intervention was in process with a 10mm x 3.00 wolverine coronary cutting balloon. As the device was being inserted it snapped at the middle portion of the shaft. The device was not all the way inside the patient, and all components were able to be retrieved. The procedure was successfully completed with a different device without further issue or patient injury.